Manufacturer narrative:
Initial

Event description:
It was reported that the user had been routinely announcing meals as ¿less than usual,¿ observed favorable glycemic results, and then received device insights warning that frequent ¿less than¿ meal entries could lead to pump maladaptation, prompting a counseling interaction on correct meal announcement use. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no interruption of therapy, no alarms, and no need for medical care or hospitalization. Investigation included troubleshooting and user education through the case management line regarding proper meal announcement practices and the impact of repeated ¿less than usual¿ meal entries on algorithm performance. Investigation of this case revealed use-related error associated with incorrect meal size selection, without evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user technique and education needs.